Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no product or photo was returned by the customer. The customer complaint of the separation causing leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20043344 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no (lot no): 20043344. It was reported the IV tubing separated which resulted in leakage. Customer reported the IV tubing to have snapped off near a port and leaking. Incidents did not involve a patient and the products involved were discarded. All occurred within the last 4-6 weeks. Was there any adverse event due to the incident on (B)(6) 2020? According to the nurse involved, there did not appear be any apparent adverse event at the time of the occurrence. Do you have the other date(s) of incidents of the defect? ( on the initial document it has been stated 4 different times this defect has happened) ? No, the other incidents did not involve a patient and the products involved were discarded. All occurred within the last 4-6 weeks.